Event description:
It was reported that this right ventricular (rv) lead was found to have exhibited high out of range pace impedance measurements via the remote monitoring system. This lead is expected to be evaluated at the next follow up. No adverse patient effects were reported.